Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that there were communication issues between the pod and personal diabetes manager (pdm). We are unable to determine if any product condition could have contributed to the reported hospitalization and communication issues. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose levels reached 300 mg/dl. It was noted that the previous pod had generated an alarm and was deactivated. The patient attempted multiple times to activate a new pod but was unable to establish communication with her personal diabetes manager (pdm) causing their blood glucose levels to rise resulting in them needing to seek medical attention. Symptoms reported include strong headaches, shaking hands, and tingling feelings. At the hospital, the patient received insulin via intravenous and was monitored overnight. The patient was discharged on (B)(6) 2024. Patient resides in germany but was traveling in turkey when incident and medical intervention occurred.